Event description:
It was reported that during bi-polar procedure, the surgeon was unable to get the bi-polar shell to assemble to the polyethylene liner.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Eval of returned device identified that assembly difficulty was a result of misalignment of the components. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on 5/16/08.